Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that infusion line was blocked during the silicone/decaline exchange for vitrectomy surgery. An identical reference device from an unknown lot was used as a replacement. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The report was assessed and a pak containing a procedure pak was associated with this event. The directions for use provides feedback on instances where a customer attempts to use the pak for silicone oil exchange: warning: infusion cannula supplied in this pack is not intended for high pressure use including but not limited to silicone oil injection. Warning: visually confirm there is adequate air and infusion flow is occurring prior to attachment of the infusion cannula to the eye. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The investigation reviewed the complaint history data for the reported lot number and found no other similar complaints reported for this product and event combination. The investigation conducted a non-conformance review of the reported lot numbers. One of the two lots contained a potential non-conformance that could have potentially contributed to the reported. The deviation is related to infusion block in the infusion straight through connector, however, we could not ascertain which lot was used for this event. This deviation is further addressed below under potential contributing factors. For both lots all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the root cause of the customer's complaint could not be conclusively determined. The investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. Blocked infusion flow path, however, as noted in the investigation pre-use testing of the device confirms that any fluid path occlusion is identified during device setup before patient contact. This event occurred during surgery which suggest there may have been other unknown contributing factors. Due to the dynamic surgical environment in which the event occurred, it is not possible to isolate a single root cause. There was no conclusive evidence to determine whether the issue was product-related or user-induced. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.